Event description:
Additional information received reported that the patient still had concerns regarding her device/therapy but was working with her physician and/or manufacturer representative. An appointment was scheduled but the patient had to cancel it.

Event description:
Additional information received indicated that the patient was reprogrammed but was still not getting therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-33, lot# v799712, implanted: (B)(6) 2012, explanted: na, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient; right side concomitant system: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: na, product type: implantable neurostimulator; product ID: 3093-33, lot# v799712, implanted: (B)(6) 2012, explanted: na, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported the patient never had effect. It was stated the patient has had bladder incontinence since being implanted and they never ¿really had success¿ with the therapy. The patient has had the device ¿reset¿ several times, but it did not seem to help. It was noted the patient felt that they may be getting 50% relief, but hoped for a lot more.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect that started on (B)(6) 2012. It was confirmed that the implantable neurostimulator (ins) was on and the stimulation was adjusted from 2.0 v to 2.2 v. It was noted that programming adjustments were also made at the physician's office around (B)(6) 2012. Additional information was received that reported, the patient still had concerns regarding their device or therapy, but they were working with their physician or a company representative to resolve the issue. An appointment date of (B)(6) 2012, was noted. If additional information is received, a follow up report will be sent.